Manufacturer narrative:
(B)(4). The device has not been returned to investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a sprotte spinal needle fragmented and broke inside a patient's back while one of our anesthesiologists was preparing the patient for a cesarean section. The spinal block was completed in another location on patient's back.

Manufacturer narrative:
(B)(4). A device history record review was performed on the spinal needle with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. However, the customer did provide a photo that appears to show a needle's bent cannula ((B)(4)). A review of design change history for kit asa-24090-sb and part number n-24090-002a was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time. Based on the provided photo indicates operational context caused or contributed to this event. Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of the spinal needle breaking during use was confirmed based on a photo provided from the customer. Visual examination of the customer's provided photo appears to show a bent cannula. A device history record review was performed on the spinal needle with no evidence to suggest a manufacturing related cause. Therefore, based on the photo provided, operational context caused or contributed to this event.

Event description:
It was reported that a sprotte spinal needle fragmented and broke inside a patient's back while one of our anesthesiologists was preparing the patient for a cesarean section. The spinal block was completed in another location on patient's back.